Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. A 32 x 3.50mm promus premier drug-eluting stent was selected for use. However, the stent was difficult to push, could not be placed and became stuck with the guide wire. There were no patient complications. Patient was stable.